Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 500cc gel breast prosthesis, cat. #3505001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses when the left prosthesis ruptured after implantation. Rupture was diagnosed by a physical examination on (B)(6) 2017. In addition, the patient developed ptosis in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses when the left prosthesis ruptured after implantation. Rupture was diagnosed by a physical examination on (B)(6) 2017. In addition, the patient developed ptosis in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor and no foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).